Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information provided, it is judged that the reported phenomenon was caused by handling issue. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Customer reported that the subject monitor was installed on a second like cart. Tac (technical assistance center) support engineer while on the phone, provided troubleshooting by instructing the customer to toggle the input setting on monitor to sdi (serial digital interface) unit. The customer as instructed, switched the input setting to sdi and once completed the video image appeared. Issue was resolved, system is functional. Based on troubleshooting with tac, the reported failure was resolved by correcting the monitor input to sdi setting. Root cause could be due to users handling issue. This report will be supplemented accordingly following investigations.

Event description:
It was reported that during preparation for use the device was found with no image present. The customer stated that they swapped the monitor with another like monitor, the intended procedure was completed with no issues. There was no patient involvement, no user injury reported.